Manufacturer narrative:
A review of the technical service onsite showed that the laser was successfully verified prior to and after the day of the treatment. The log file review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. (B)(4).

Event description:
An optometrist reported a superior nasal corneal erosion measuring about 3mm x 1mm in the patient's right eye 7 days post photo refractive keratectomy (prk). Patient complained of pain, hurts to close the eye, and light sensitivity in the right eye. A bandage contact lens was inserted in the right eye. Upon additional follow up, reporter indicated the patient issue was resolved. No additional information is expected.